Manufacturer narrative:
All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. (B)(4). 6949 implantable tachy lead implanted: 2006 (B)(6); 5076 implantable pacing lead implanted: 2006 (B)(6); 5071-35 implantable pacing lead implanted: 2006 (B)(6).

Event description:
It was reported that an infection occurred. It was further reported that the patient had redness and irritation at the device site post operative. Over the intervening months it was noted there were signs of infection. When the infection did not clear the decision was made to remove the implantable cardioverter defibrillator (ICD). The device has been scheduled for removal. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported erosion occurred. (B)(4).